Event description:
We flushed the system with heparinized saline. Then inserted the dilator into the delivery sheath. Once we got to the marker on the dilator, there was resistance at the sheath valve and the marker. The dilator kinked. We then put a 0.035 wire in to support the dilator but there was still too much resistance. We opened a new filter kit to complete the procedure. No harm to patient. Manufacturer response for ivc filter, (brand not provided) (per site reporter): emailed rep.